Event description:
Device 2 of 2. Reference MFR. Reports # 1627487-2014-23425. The patient had 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient was no longer receiving effective stimulation therapy due to lead migration. It was also reported the patient discontinued using and recharging his scs system approximately 2 years ago. As a result, the patient's ipg became inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2014 where his scs system was removed and replaced with a new one. The patient reported effective therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.